Event description:
Pt required 5 needlesticks by 3 different staff members to start IV. Last needlestick using another brand of cath effective in starting IV site. On first 4 sticks, IV catheter threaded hard. All sites showed good blood return but site puffed after fluid started. 4th site even showed good blood return even with site puffing all IV caths with this lot # were pulled. Two catheters from opened box were examined under microscope. Catheter sheaths showed jagged tips and barbs. Other lot # examined under microscope revealed no jagged sheath tip and no barbs along sheath.